Manufacturer narrative:
E1 - facility name: (B)(6). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified a possible indication of a lot specific product quality issue. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU violation did not contributed to the reported difficulties with the device. The cause of the reported difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible a needle deflection caused the mechanical jam due to the needles interacting with the foot or calcium if present. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
E1 - facility name: (B)(6). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary intervention with a sheath greater than 8f. No pre-close technique was used in a large-hole arterial puncture site. Reportedly, the plunger would not push in all the way. No suture was engaged as the needles did not engage with the cuffs. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.